Manufacturer narrative:
Initial reporter's phone (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
During pre-use check the unit would not charge and would not run on ac power. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of manufacturer: 30may2018. (B)(4). The manufacturer¿s international service technician confirmed the reported issue. An estimate was sent to the customer and no response has been received. The unit will be returned without repair. No parts were returned to failure investigation, therefore root cause cannot be determined.